Event description:
The complainant (patients mother) reported that the embrace pump item# 55336, wasn't working, but she could not provide details of what was wrong with it. The pump was being used with daughter who has a medical history or cerbral palsy. It was reported that a nurse had visited the patient and advised the patient's mother to bolus feed her daughter. The complainant stated that she was notified by her daughter's school that her daughter was experiencing vomiting and diarrhea. The home care agency reported that the patient's mother did not take her daughter to the hospital. It was reported that there was no medical intervention and that the patient was fine. The home care agency sent a nurse out to the patient's home two times the nurse indicated that the pump had a priming error. The pump was not reported to have any problems with the audio or visual alarms they stated that the mother had two previous pumps where she had problems but there were no issues when the pump was in use at the patient's school. The home care nurse reported that she did not instruct the mother to bolus feed the patient, but sent someone out the same day to replace the pump. There was no report of serious injury or illness associated with the complaint, the pump is being returned for evaluation and this case will be re-evaluated when more information becomes available.